Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Initial reporter information such as the name, phone and email address are not available. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (Fremont). [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting an aneurysm at the internal carotid-posterior communicating artery (ic-pc), two microcatheters were delivered to the target lesion and the coil embolization was initiated. The 2 mm x 3 cm galaxy g3 mini coil (glm920030 / l14419) was delivered but then was resheathed; the same coil was then inserted into the other microcatheter, but there was resistance between the coil and the introducer sheath. The coil was confirmed to become stuck in the introducer sheath. The coil was replaced with another coil of a different size and the procedure was successfully completed without further issues or delay. There was no report of any patient injury or complications; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 2 mm x 3 cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The hub was observed without any damages. The device positioning unit (dpu) was observed to be in good condition, without any damages. The coil introducer was zipped and has no appearance of damage. The resheathing tool was in good condition. The marker band was observed at 38 cm from the hub, this is within specification. Microscopic inspection was performed on the device. The v-notch was in good condition. The resistance heating (rh) was inside the introducer and in good condition. The embolic coil was inside the introducer and was observed in stretched condition. Functional testing was performed. When the embolic coil was advanced out of the introducer, resistance / friction was felt. The stretched condition of the coil may likely contribute to the resistance/friction. A review of manufacturing documentation associated with this lot (l14419) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the 2 mm x 3 cm galaxy g3 mini coil encountered resistance between the coil and the introducer sheath was confirmed through the functional test performed on the returned device. There was resistance encountered during the attempt to advance the coil out of the introducer. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during attempts to withdrawal the coil against resistance. The issue that was reported with the use of the 2 mm x 3 cm galaxy g3 mini coil encountered resistance/friction with the introducer. The stretched condition of the coil was not originally reported. It is possible that the resistance/friction between the coil and the introducer resulted in the coil becoming stretched. The exact cause of the coil becoming stretched cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2 mm x 3 cm galaxy g3 mini coil left the manufacturing facility with the coil in the observed stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting an aneurysm at the internal carotid-posterior communicating artery (ic-pc), two microcatheters were delivered to the target lesion and the coil embolization was initiated. The 2 mm x 3 cm galaxy g3 mini coil (glm920030 / l14419) was delivered but then was resheathed; the same coil was then inserted into the other microcatheter, but there was resistance between the coil and the introducer sheath. The coil was confirmed to become stuck in the introducer sheath. The coil was replaced with another coil of a different size and the procedure was successfully completed without further issues or delay. There was no report of any patient injury or complications; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation which revealed that the 2 mm x 3 cm galaxy g3 mini coil was in a stretched condition. Based on the product analysis completed on (B)(4) 2019, this event has been deemed MDR reportable as a ¿malfunction.¿